Manufacturer narrative:
(B)(4). Device evaluation: the reported malfunction of "speaker is almost inaudible" was confirmed and reproduced. The root cause was attributed to a defective buzzer. The buzzer was replaced to fix the problem. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation however, the evaluation has not yet been completed. Once the evaluation is complete, a follow up report will be submitted.

Event description:
The facility representative reported an ipump with a condition of "speaker is almost inaudible". The process step is unknown. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. No additional information is available.